Event description:
It was reported that during battery replacement due to normal battery depletion, the surgeons visualized discoloration, tangling, and loss of a part of the lead insulation. High impedance was seen during the surgery. The generator was replaced, but the patient's lead was not replaced at that time. The impedance was seen to vary post-surgery, varying between high impedance and impedances within normal range. It was reported that the patient would later undergo a full replacement due to the impedance problem and insulation damage. The patient is noted to be hyperactive and engaged in sumo wrestling, and per the physician, may have had a negative effect on the lead. Device history records were reviewed for the suspect device. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
G3: date received by manufacturer; corrected data, follow-up report # 3 listed incorrect date. Date should be: 06-oct-2025.

Manufacturer narrative:
H6: investigation conclusions, corrected data - the initial reporter inadvertently left off a relevant code.

Manufacturer narrative:
B5, describe event or problem, corrected data: additional information inadvertently not submitted with prior supplemental report.

Event description:
Chest x-rays were received and reviewed after a report of high impedance, abraded insulation and kinked lead. The generator was seen to be at rib 4. The feed-thru wires appear to be fully intact. Due to the scope and quality of the x-ray images provided, it cannot be definitively seen that the connector pin(s) are full inserted. A strain relief loop is present however it is placed behind the vagus nerve and not by the clavicle as indicated in the labelling. No true strain relief bend is present. Two tie-downs can be visualized and are placed in accordance with labeling. The lead wire appears to be routed behind the generator, and the lead wires are intact at the connector pin. No fractures or sharp angles could be seen on the visible portion of the lead. Any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.

Event description:
It was further reported that the surgery occurred as scheduled on (B)(6) 2025. Per the physician, only the outer insulation was damaged. Per the physician, patient manipulation, trauma to the site(s) and/or wear related to the age of the device can be considered to have been the cause of the damaged insulation. It was specified that the lead was not tangled. Per the physician, the pin was fully inserted at the time of initial implant; the pin was seen to be fully inserted, and clicks were able to be heard when screwing the lead in. X-rays are available but have not been received for manufacturer review. Per the physician, although there have been no obvious traumatic episodes in the approximately three years since the last generator replacement, the physician speculates that at some time point, some kind of external force may have been the cause of the high impedance. The patient has an intellectual disability and may not remember suffering the trauma, or it is possible that they fell due to a seizure.

Event description:
Product analysis was approved for the suspect device. Three portions of the lead assembly were returned for analysis, as well as three tie downs. The first returned portion of the lead (348 mm) showed four sets of setscrew marks on the connector pin. Canted spring scratches were seen on the connector ring. Abrasions were observed on the connector boot and outer tubing in some areas but did not penetrate. Dried body fluids were observed in the inner and outer tubes in some areas, but no obvious path of fluid ingress was noted other than the cut ends. White deposits were observed at the outer tubing in some areas. The observed white deposits are associated with organic processes (¿dystrophic mineralization¿) as result of implantation resulting in white deposits being deposited on the exterior surface of the vns implant(s). The coils are noted to be stretched and kinked in some areas of the lead body, likely occurring due to the manipulation of the lead during the explant process. The outer and inner tubes were cut at 101mm. The ring coil is noted to be exposed in this area, and the pin coil is broken. The pin coil break is noted to be dark, pitted, and showing signs of electro-etching. The tubing is noted to be compressed in some areas. Tie down abrasions were observed in the outer silicone tubing in two places. The ends of the outer and inner tubes are cut, as well as the coils. Continuity check was made from the ring to the end, no open circuit condition identified. Continuity check was made from the check pin to the coil break, no open circuit condition. Continuity check was made from the pin to the end, no open circuit condition identified. The second returned portion (63mm) showed the ends of the outer and inner tubes cut, as well as the coils. Abrasions were observed on the outer tubing in some areas but did not penetrate. Dried body fluids were observed in the inner and outer tubes in some areas, but no obvious path of fluid ingress was noted other than the cut ends. White deposits were observed at the outer tubing in some areas. Tie down abrasions were observed in the outer silicone tubing at one place. The ends of the inner tubes and the coils were cut. Continuity check was made from the ring coil to the end, no open circuit condition identified. Continuity check was made from the check pin coil to the end, no open circuit condition. The 3rd returned portion of the lead (30mm) showed the ends of the outer and inner tubes cut, as well as the coils. The coils are noted to be kinked at one place. The anchor helical showed no anomalies. The white helical was stretched, and the ribbon was creased and partially detached. The green helical was also stretched, and the ribbon was also creased and partially detached. Continuity checks were made from the ring coil to the ribbon, no open circuit condition identified. Continuity checks were made from the pin coil to the ribbon, no open circuit condition identified. Product analysis figures were reviewed and reflect report above. The allegation of ¿mechanical problem, abraded insulation¿ was confirmed. During the visual analysis, abrasions were observed on the connector boot and outer tubing in some areas, likely due to wear; however, no abraded openings were observed. The allegation of ¿mechanical problem, damaged/kinked coil¿ was confirmed. During the visual analysis, the coils were found to be stretched and kinked, likely due to manipulation of the lead during explant process. The allegation of ¿fracture of lead(s), failure of device¿ was confirmed. During the visual analysis, the pin coil was found to be broken. The pin coil break was dark, pitted and showed signs of electro-etching. Due to the condition of the pin coil break end, a fracture mechanism could not be ascertained. The pin coil break mate end was not returned. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
B5, describe event or problem, corrected data: additional information inadvertently not submitted with prior supplemental report. H6, adverse event problem codes, corrected data: additional corresponding medical device problem and investigation finding codes were inadvertently not submitted with prior supplemental report.

Manufacturer narrative:
H2: code 02 - device is currently undergoing product analysis.

Event description:
X-rays have been received but not reviewed by the manufacturer to date. The suspect device has been received and is undergoing product analysis.